Event description:
It was reported by the aci distributor that a (B)(6) underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the femoral head, via a 7f sheath (unknown model). A pre-procedure femoral angiogram showed the vessel to be approximately 6 mm in size. Peri-procedure the patient was anti-coagulated with heparin. Following the procedure, the physician, selected the mynxgrip vascular closure device 6f/7f to close the access sit. It was reported that the "mynx (peg) came out of the puncture site, but the rest was still in the patient. The site blew like a hematoma. The puncture site oozed for 8 hours after. A pressure bandage was applied on the patient for 8 hours." The patient was discharged home on (B)(6) 2012. The patient was reported doing fine during follow up the next morning. Allegedly, the device did not grip onto the arteriotomy. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant and sealant sleeve remained in its manufactured position. The sealant was received with no evidence of exposure to blood. The advancer tube was inside the shuttle cartridge. The returned device does not match the reported complaint. The device was inflated with fluid to determine if there was any presence of a leak in the balloon; a leak was observed in the balloon, approximately 5.5 mm from the balloon proximal tip. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear. Based on the device condition and the investigation performed, the reported failure could not be confirmed. However, a balloon loss of pressure was observed during investigation. The review of the lhr (lot f1134803) indicated that the device lot met all established performance criteria prior to shipment.